Manufacturer narrative:
Device evaluated by MFR: the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4)

Event description:
(B) (4). Same case as 2134265-2009-04822. It was reported that post a coronary artery stenting treatment procedure, a re-intervention was performed. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure, there was stenosis of 90% and post-procedure 0% stenosis. There was no attempt for direct stenting. A 2.75x28mm liberte stent was implanted. An additional liberte stent was implanted to cover the lesion. The procedure was a technical success. On the day of the index procedure, the patient had a re-ptca of the target lesion with ECG changes. The patient was discharged two days post index procedure. The patient had unstable angina, braunwald classification " iiic. Medications at discharge were asa 75mg/day, indefinitely, clopidogrel 75mg/day, for 12 months, heparin and iib-iiia agent.